Event description:
The recorder was in use for about 24 hours. It contains a memory card that records information that is transmitted from signals sent by a catheter (known as a probe) that is in the patient's esophagus. Prior to the test, a probe is calibrated. During the calibration, the recorder displays the specific probe number that is being calibrated, which this did. The display on the recorder indicated it was recording when the patient left and also when she returned. When the memory card was connected to the computer, there was no information on it, indicating it did not record any signals from the probe.